Event description:
It was reported that the table moved in its longitudinal axis in high speed when the customer pushed the table down and then moved the table with the smart handle. A pt was on the table with a catheter in the body, but there was no injury.